Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown.  G2) foreign country: japan. H3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced and the system performed as intended.  Codes: b01 c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the positioning sensor unit (psu) was not connected. Localizer fault error was present. There was no patient involvement.

Manufacturer narrative:
H3, h6) the camera, product ID: 9735821, lot number: p904166, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) had scratches on the housing. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) of 2020. The psu also failed an accuracy test at .499 millimeters (mm) with a passing threshold of .250mm. Previously reported codes b01, c07, and d02 are applicable as well as newly reported codes, c02 and c08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.